Event description:
A male pt underwent initial endovascular aortic repair sometime in 2006 successfully. Aaa actually decreased in size on f/u CT scan from (B)(6) 2009. The graft is still in the pt's aorta but has migrated down into aaa and a type 1 leak is now present and causing the aaa to grow. After reviewing CT scan it appears that the hooks on the supra-renal stent have come off and are still embedded in the supra renal aorta. The pt is planning to get another procedure to fix the migration of the endograft sometime in (B)(6) if cardiac clearance is obtained.

Manufacturer narrative:
(B)(4). Migration and barb separation are labeled in the IFU. Images were received to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The barbs of the top stent are inspected by qc. The process of securing the barbs to the top stent has been validated. The event and imaging were reviewed by an external reviewer. His findings in summary, initial repair was performed in 2006. A CT performed (B)(6) 2009 showed a decrease in sac size. A cta performed (B)(6) 2010 demonstrated that arterial flow was very slow, indicative of exaggerated pulsatility. The iliac limbs are partially occluded due to kinking, tortuosity, or stenosis. The kinking was likely the result of the device migrating downward, imaging confirmed that the barbs have separated from the top stent. Nine of the 12 barbs were identified as embedded in the aortic wall. The orientation of the barbs in the aortic wall matches the orientation of the barbs secured to the top stent. Identification of the remaining barbs is difficult due to atherosclerotic calcification. However, no barbs could be identified on the top stent. The reviewer concludes that the migration was likely a catastrophic event and not a slow migration. Slow migration would have likely been detected prior to the 2009 CT and the barbs would be scattered in relation to each other. It is possible that the exaggerated pulsatility, stenosis, and occlusion of the iliac limbs created enough pressure that overloaded the barbs, thus resulting in separation. The barbs of the complaint device are 0.0093" in diameter. A 0.0110" barb was introduced in 2005 zenith flex devices. The goal of the project was to improve the durability of barb to stent securement. Currently, all zenith devices with a top stent are built with 0.0110" barbs and actions have been taken to control the process. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk analysis (qera) and the risk associated with the failure mode will remain at an acceptable level. Risk mitigation is not required at this time.